Event description:
The physician reports performing bilateral cataract surgery with implantation of crystalens. Post operatively, the pt reports vision distortion in low light conditions. Specifically, when looking at lights, the center is black causing light to appear as a circle. Symptoms began after the fellow eye was implanted with crystalens, but symptoms are noted in both eyes. The pt has preexisting optic nerve head cupping both eyes. At this time, the lens remains implanted, however, the pt is considering lens exchange. Reference MDR #2031924-2010-00079.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the reported issue of vision distortion is likely related to the lens design. (B) (4).